Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a false low atrial impedance alert. It was also reported that a low impedance warning occurred for the right atrial (ra) lead. The device and ra lead remain in use. No patient complications have been reported as a result of this event.